Manufacturer narrative:
Per the customer contact the bed wiring started smoking between the motor, head section, and pendant. The customer was on the bed during this time and woke up to the smell. The customer contact stated they took the bed apart and took it outside. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the customer contact the bed wiring started smoking between the motor, head section, and pendant. The customer was on the bed during this time and woke up to the smell.